Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The se upgraded the software to its current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. A review of the ventilator logs shows that the ventilator entered back up ventilation (buv). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use this 980 ventilator stopped working. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.